Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap is protruding on her insulin pump. Customer stated that the insulin pump is squirting out the insulin and alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error, due to protruded/loose dive support disk.